Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat a cti ablation and an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. Before ablation, it was found that the patient had a baseline effusion. The cti was ablated with the farawave catheter off-label, without complications. Then, the physician performed a transseptal puncture and advanced the catheter into the left atrium to complete the pulmonary vein isolation successfully. After completing the ablation, the physician looked at the existing effusion, and noticed that it was increasing. A pericardiocentesis was performed and a drain was placed. The patient fully recovered from the event. The device is not expected to return as it was disposed.